Event description:
It was reported that a patient had a scheduled office visit for (B)(6) 2013. It was stated that "stimulation only works when the patient takes deep breaths". Additional information received reported that the patient cancelled their appointment and did not meet with a company representative.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial #: (B)(4), product type: programmer, patient. Product ID: 37754, serial #: (B)(4), product type: recharger. Product ID: 39565-65, serial #: (B)(4), implanted: (B)(6)2012, product type: lead. (B)(4).